Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced an event of infusion set kinked cannula on (B)(6) 2025. The event occurred within three or more hours after insertion. The insertion site was abdomen. The blood glucose level was over 400mg/dl and patient was not able to complete correction bolus because bolus delivery issue. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.